Event description:
Information was received that reported a patient had been hospitalized in 2005 due to hypoglycemia. The pt's family member reported that for three weeks prior to the hospital admit, the patient has been experiencing low blood sugars almost every night. Further it was reported that after lowering the basal rates, the pt was still experiencing low blood sugars at night. In 2005 in the am, a newly filled cartridge was loaded on the pump. In 2005 in the pm there were only 25 units of insulin left in the cartridge, but the patient is reportedly only on approximately 40 units insulin per day. It is alleged that there was no priming of line during that period. The patient's family member reported that the event history shows two separate occasions where there are 15 entries of "fill cannula 1.2" on the same date and time. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this had not yet been returned for analysis.